Manufacturer narrative:
Updated sections d9 (device returned), h6 (component code), h6 (impact code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device lot number was supplied. Therefore, section d4 (lot number and expiration date fields) and section h4 (device manufacturer date) were updated. One swan ganz catheter was received by our product evaluation laboratory for evaluation. The report of inaccurate values was not able to be confirmed. All through lumens were patent without any leakage or occlusion. All through lumens passed the pressure test with the laboratory dpt (disposable pressure transducer). The balloon inflated clear and concentric, and remained inflated for five minutes. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Since no defect was found during the product evaluation, a device failure was unable to be confirmed. There are manufacturing controls to avoid potential causes related to the reported malfunction. All events will continue to be reviewed and monitored.

Manufacturer narrative:
The swan-ganz catheter is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use with patient of this swan-ganz catheter, the cvp (central venous pressure) value was negative when the expected value was zero. No error message was displayed. This swan-ganz catheter was connected to a disposable pressure transducer (dpt) that was discarded. The problem was solved replacing the swan-ganz catheter with a new one and leaving the same dpt. There was no allegation of patient injury. Patient demographics unable to be obtained.